Event description:
It was reported that the insulation in the unit has been compromised.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. The monopolar handle was visually inspected for damages, and scratches were seen. The handle failed an insulation test near the distal end, and in the middle of the shaft. Probable root causes could be user misuse, or handling during cleaning/sterilization. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation in the unit has been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.